Event description:
It was reported that the atrial lead showed far field r wave oversensing. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5086mri implantable pacing lead (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.